Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited pacing inhibition greater than 2.5 seconds which was observed via telemetry strip. Review of the data appeared to show pacing therapy followed by some intrinsic beats and occasional pacing spikes with no capture. The patient is pacemaker dependent, experienced some dizziness but had an escape rhythm. A stored atrial tachycardia response (atr) episode was noted with atrial and right ventricular impedance and atrial sensing measurements trended down slightly at the same time. A boston scientific technical services consultant discussed the clinical observations with the caller and suggested troubleshooting to determine the root cause of the observations. A boston scientific sales representative stated right ventricular automatic capture (rvac) was programmed off and sensitivity was increased. It was noted that this system consisted of this boston scientific implantable pacemaker generator (ipg) and a competitive atrial and right ventricular lead. No adverse patient effects were reported.